Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a1: patient ID also reported as (B)(6). H3, h4, h6: part: 314.291, lot: 07.1794, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: december 21, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the sliding mechanism was returned and received at us customer quality (cq). Upon visual inspection, scratches were observed on the device but have no impact on the device functionality. No other issues were observed with the device. Functional test: overall functional test was not able to be performed as the device was returned by itself. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Collinear reduction clamp sliding mechan. Investigation conclusion: the complaint condition was not confirmed for the sliding mechanism. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant device is expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during surgery, the sliding mechanism advanced the collinear clamp and would not hold tension to provide adequate reduction. There was no significant delay. This is field inventory equipment, and doesn't belong to the hospital, therefore is not available for return. Concomitant devices reported: unknown colinear clamp (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for one (1) sliding mechanism. This report is 1 of 1 for (B)(4).